Event description:
Revision surgery for m-vizion monoblock subsidence at 5 months from primary. The patient had pain and a stem subsidence was recognized during a follow up visit. The head was revised successfully to a longer head and the stem was not revised.

Manufacturer narrative:
Batch review performed on 20 february 2025: lot 2236070: (B)(4) items manufactured and released on 22-03-2023. Expiration date: 2028-02-28. No anomalies found related to the problem. To date, no other device of this batch have been sold. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.